Event description:
On (B)(6) 2021, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2021. During the procedure, it was noted that one device did not properly deploy causing the capsular tab to break. On (B)(6) 2021, returned device analysis confirmed that a 0.25 inch fragment was missing from the capsular tab. The physician was informed and stated that no additional scanning will be performed and the fragment was likely flushed out during the procedure. No patient harm or injury was reported.